Event description:
Pt was hospitalized with ketoacidosis. As pt is an insulin dependent diabetic on continuous insulin infusion therapy, her insulin pump was checked as a normal precaution. The administrative nurse initiated a request for a bolus and observed that no insulin was delivered.